Event description:
A customer reported a malfunction on their pump, specifically a malf 5 code, with an available fault ID of 5-0x2147. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. After resetting, the malfunction did not recur, and the customer was advised to call back if the issue happened again. The customer understood and acknowledged these instructions.